Event description:
It was reported that following a recent device changeout, this right atrial (ra) lead began exhibiting noise with oversensing, and the noise was reproducible with all isometrics movements. Stored atrial tachy response (atr) episodes revealed inappropriate mode switching due to noise with oversensing. Ra pace impedance was previously 400 ohms, and was now 350 ohms. As a result, insulation breach was suspected. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).